Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort on his ribs due to the ipg. As a result surgical intervention took place on (B)(6) 2019 wherein the physician revised the pocket site of the ipg by lowering it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.